Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 225cc mentor smooth round moderate profile saline breast implant experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 225cc breast implant was found to have a tear (a) on the posterior view and an area of missing material (b) on the anterior view, measuring 5.5 cm and 0.5 cm x 0.3 cm respectively. Microscopic examination was performed on the edges of the tear (a) and missing material (b), and parallel striations were found in an area of each one, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear and missing material could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).